Event description:
Two ballard* t-piece 14 f closed suction adult catheters were found to be defective when equipment was new. It was discovered that both suction catheters were not providing suction. Both were discovered before there was a critical need for suctioning. The equipment was switched out before it became a patient care issue. We have made note of the lot number, and set all of these aside for the time being.